Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm. The customer reported a blood glucose value of 29.0 mmol/l and a current blood glucose value of 16.0 mmol/l. The customer was treated with a manual injection. The event involved product(s) mmt-1782k. Troubleshooting was performed for the insulin flow blocked alarm and explained to the customer that the recurring insulin flow blocked alarms may be due to site, set, or reservoir issues. Troubleshooting was performed for the high blood glucose/underdelivery and the customer has been using the insulin pump system within 48 hours of the reported event. The customer did not use the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1782k was requested and the customer response was the device would be returned. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.